Event description:
Attempted to change the mode on the bipap already in use by the patient. The machine would not allow the change to be made.what was the original intended procedure?patient was already in distress and the practitoner attempted to change the mode on the bipap machine.device #1is this a laboratory device or laboratory test?no.